Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 600 mg/dl. It was reported that insulin pump fell out of holster and customer was not getting insulin. Customer was treated with IV insulin. The customer was wearing the insulin pump during the hospitalization. After hospitalization, it was reported that customer experienced low blood glucose of 49 mg/dl and needed assistance with basal process. Customer was assisted and blood glucose stabilized to 238 mg/dl.